Event description:
Event verbatim [preferred term] pc- black stuff on it [device leakage] , . Case narrative:this is a spontaneous report from a contactable consumer reporting for herself. A female patient of unknown age started to receive thermacare heatwrap (thermacare lower back & hip) lot number r86601, expiration date oct2019, via an unspecified route of administration from an unspecified date to an unspecified date at unknown dose for bad back problem. Medical history included vision impaired. Concomitant medications were not reported. Consumer bought a numerous amount of thermacare heatwraps due to her back. She opened one that had a lot of black stuff on it. She saved the one with the black stuff on it. She said she bought around 8 or more boxes a month because she had a bad back problem. She stated that she was vision impaired. She stated that they all came in the original packaging. She stated she discarded the others. Lot number provided in report was for the one with the black stuff on it. Sample was available to be returned. The action taken in response to the event of the product was unknown. The outcome of the event was unknown. Additional information has been requested and will be provided as it becomes available. Follow-up (07jun2017): this follow-up report is being submitted to upgrade this case to a reportable MDR. Company clinical evaluation comment the event "had a lot of black stuff on it" (device leakage) was assessed as non-serious. No other adverse event was associated with the use of the device. This is a single potential device malfunction has a theoretical risk to cause skin burn. The event was assessed as associated with the use of the device., comment: the event "had a lot of black stuff on it" (device leakage) was assessed as non-serious. No other adverse event was associated with the use of the device. This is a single potential device malfunction has a theoretical risk to cause skin burn. The event was assessed as associated with the use of the device.